Manufacturer narrative:
On (B)(6) 2021 at 8:20 am (8:18 am on adverse event form), the user facility stated that the devices never alarmed, causing a near sentinel event. The facility reported the patient's heart rate dropped but the monitor did not alarm appropriately. This occurred in cicu29. No permanent impairment of a body function or permanent damage to a body structure, but they stated that they required medical intervention. Nihon kohden clinical staff and other nihon kohden employees reviewed the alarm history from the csm monitor (g9) and alarmed as a pause. They reviewed the csm (g9) logs, and it was determined that someone pressed the "alarms paused" button which turned off all alarms for 2 minutes. Within that 2-minute period, the patient's heart rate (hr) dropped. The nurse claimed that the monitor did not alarm to alert her of the low hr. Since alarms paused status was still activated, the monitor performed as it should have and did not alarm. After logs were pulled and minute by minute information was provided to the account. It was determined by their clinicians and biomed that our monitors functioned appropriately. This issue was due to use error. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided the adverse event form but b6 information was not provided on it. Concomitant medical device: the following device(s) were being used in conjunction with the csm. Central nurse's station. Model: cns-6801a. Sn: (B)(4). Bedside monitor. Model: bsm-1733a. Sn: (B)(4).

Event description:
On (B)(6) 2021 at 8:20 am (8:18 am on adverse event form), the user facility stated that the devices never alarmed, causing a near sentinel event. The facility reported the patient's heart rate dropped but the monitor did not alarm appropriately. This occurred in cicu29. No permanent impairment of a body function or permanent damage to a body structure, but they stated that they required medical intervention. Nihon kohden clinical staff and other nihon kohden employees reviewed the alarm history from the csm monitor (g9) and alarmed as a pause. They reviewed the csm (g9) logs, and it was determined that someone pressed the "alarms paused" button which turned off all alarms for 2 minutes. Within that 2-minute period, the patient's heart rate (hr) dropped. The nurse claimed that the monitor did not alarm to alert her of the low hr. Since alarms paused status was still activated, the monitor performed as it should have and did not alarm. After logs were pulled and minute by minute information was provided to the account. It was determined by their clinicians and biomed that our monitors functioned appropriately. This issue was due to use error.

Manufacturer narrative:
Details of complaint: the user facility stated that the devices never alarmed, causing a near sentinel event. The facility reported the patient's heart rate dropped but the monitor did not alarm appropriately. There was no patient harm, but they stated that medical intervention was required. Nihon kohden clinical staff reviewed the alarm history in the logs from the csm monitor (g9), and it was determined that someone had pressed the "alarms paused" button, which turned off all alarms for 2 minutes. No patient harm was reported. Investigation summary: the reported issue of a missed alarm was the result of user error. A clinician had activated the pause function on the g9, which prevented alarms from triggering for a short period of time. The patient event occurred during this period. There is no evidence of an nk device malfunction. The root cause is likely related to use error or user education. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to trend and monitor the reported issue. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided the adverse event form but b6 information was not provided on it. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the csm. Central nurse's station: model: cns-6801a. Sn: (B)(6). Bedside monitor: model: bsm-1733a. Sn: (B)(6).

Event description:
The user facility stated that the devices never alarmed, causing a near sentinel event. The facility reported the patient's heart rate dropped but the monitor did not alarm appropriately. There was no patient harm, but they stated that medical intervention was required.